Event description:
During a slap repair the surgeon drove with a 2.9 drill, then they went to tap it in and the anchor broke at the eyelet. They had to pull out the anchor and reload another one. It happened again. They were successful on the 3rd attempt. It was confirmed that nothing remains in the patient unsupported. The drill was a spade tip style. The patient had average bone quality. Sales rep. Believes the surgeon was off angle after removing the drill and inserting the anchor as there is no drill guide used with this product at this time. Surgery was completed by drilling another hole and using another anchor. Ultimately there were three holes drilled and one anchor placed.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)